Manufacturer narrative:
(B)(4). Concomitant medical products - natural knee ii tibial plate non-porous, catalog # 6307-01-220, lot # 61409187, natural knee femoral component catalog # 00541401602 lot # 61412534, natural-knee flex patella catalog # 00542000800 lot # 61460905, universal disposable drill and pin catalog # 200100000 lot # 61435424. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00052, 0001822565-2017-01909-3, 0001822565-2018-00053.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Package insert suggests that pain is a known adverse effect of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The reported components were reviewed for compatibility with no issues noted. Package insert suggests that pain is a known adverse effect of the tka procedure. However, a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information.